Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted.

Event description:
It was report that a zxr00 22.5 diopter intraocular lens (iol) was explanted from a female patient's left eye due to very unfavorable outcome due to starburst at night, blurry vision. The patient was seen on (B)(6) 2017 and wanted the lens removed she commented that headlights while driving at night were five (5) times larger than normal, starburst at night very bad, cannot drive at night. In addition, her vision for distance is blurry. The patient¿s last mrx (manifest refraction) was -.50 sphere. The explanted zxr00 lens was replaced with a model zcb00 iol of a lower diopter (22.0). There were no complications noted.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.